Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/31/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9. Additional information was requested and the following was obtained: - could you please clarify if the 3 issues happened during the same surgery? - was there any adverse consequence associated with the patient? The issues happened in 3 different occasions and there was no consequence for the patients note: report numbers have been updated. Event related to first patient reported via mw # 2210968-2021-06860. Event related to second patient reported via mw # 2210968-2021-07880. Event related to third patient reported via mw # 2210968-2021-07881 product complaint #(B)(4). Date sent to the FDA: 08/31/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d7a.  Additional information was received that this device was not involved in the event. Therefore, this medwatch report will be submitted via mw # 2210968-2021-07881.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the 3 issues happened during the same surgery? Was there any adverse consequence associated with the patient? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified. Note: events reported via 2210968-2021-06860, 2210968-2021-06859.

Event description:
It was reported that a patient underwent an eye procedure on (B)(6) 2021 and suture was used. During the procedure, the suture frayed. No adverse patient consequences were reported. Additional information was requested.